Event description:
A report was received from another country that there was a near fatal event involving our mask. The event occurred during an or procedure in 2007, but was not reported to kimberly-clark until the following month. A member of the or team donned the mask and was talking to other members of the or team when she inhaled a portion of foam band (an extra piece of foam) that was inside the mask. The piece of foam was inhaled and became lodged in the throat. The heimlich maneuver was performed and the piece of foam was dislodged. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
A lot number was not provided and product will not be returned for evaluation. We have been unable to obtain a physical sample or digital photograph for observation. Performance on this code was researched. There have been changes on raw material. Device history records for the past six months were reviewed. No issues were found regarding foreign material or loose foreign matter. The quality inspection procedure looks for any loose foreign matter on the face mask. The equipment history was reviewed. There were no issues found with the machine. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.